Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date, UDI, model and is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. This was a patient submitted report, the complete device identification information was not provided in the initial medwatch report mw#5097460. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported on medwatch report #mw5097460 that on october 6th, 2019 patient underwent a novasure procedure because of heavy periods but didn't complain of pain at the time. Patient refers that after the procedure, it began experiencing labor-like pain with each period , with each time the pain increasing in intensity and duration (first it was 12 hours of pain, then 24 hours , and in the end 36 hours). Pain would not respond to pain medication including prescription pain medications. Due to this condition patient decided to have a hysterectomy. Pathology results of the removed uterus revealed adenomyosis as result of the previous procedure.